Event description:
An external fixator was applied for tibial lengthening. At the beginning of the dynamization phase of treatment with full patient weightbearing, the fixator failed in the central body area. No information is available about the circumstances or consequences of event and about any follow-up action by the surgeon.